Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the venous (arm) side of the catheter was split. There are no further details on this event. On 07/01/2010, the sales representative again stated that there is no further info about this event. There was no medical/surgical intervention required. There was no consequence to the pt. There was no reported pt death.